Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2018 from a company representative who reported that the patient¿s pump was being moved to the other side of their body today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-apr-2018 from saol therapeutics who reported that the patient¿s medical history also included spastic quadriplegia secondary due to an incomplete c4 sci (spinal cord injury). On (B)(6)2017, the patient started treatment with the lioresal brand of baclofen at an unspecified concentration and dose. On an unspecified date, the patient started treatment with the gablofen (lot # 2158-104) brand of baclofen at an unspecified concentration at 215 mcg/day. It was clarified that the patient experienced abdominal pain and what appeared to be neuropathic pain along the dermatome that the pump was also located in. On unspecified dates, a gi (gastrointestinal) work-up, a pain work-up, and an adjustment of the pump were performed. Per the reporter, there was not a pump or product issue. As of (B)(6)2018, the patient¿s spasticity was well controlled and a revision of the surgical site (pocket) remained scheduled for (B)(6)2018. No additional information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The patient reported he has felt pain and burning underneath and around the pump since implant (B)(6) 2017. The patient¿s surgeon was going to move the pump from the right side to the left side (B)(6) 2018. The patient stated that the doctors are not sure what is causing the patient¿s pain. The patient was to follow up with their healthcare provider. No further complications were reported.